Event description:
An electronic report was received from a hemodialysis user facility. The facility reported that an accessory line connected to the mainline of the arterial bloodline separated during a dialysis treatment. The facility was contacted where it has been learned that the event occurred 2 hours into the dialysis treatment. The rn applied a manual clamp at the time of the event. The rn was able to return the blood without any ill effect. The rn then placed a new arterial line and the dialysis treatment was completed without further incident as ordered. A sample is available for an evaluation. The patient was discharged to home with no ill effect from this event.